Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the surgeon noticed in a post-surgery MRI, that the tip of the expedium verse screw was broken. The tip is located inside the vertebral body, currently without problems for the patient. There is currently no plan for a revision to remove the broken part. This report is for an unknown expedium verse screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date of event is unknown; event occurred in 2021. This report is for an unknown expedium verse screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. A photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided images. The images were reviewed and the complaint condition is confirmed. The tip of the expedium verse screw appears to have broken while implanted in the spine. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no device history record (DHR) review was completed. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.